Event description:
The initial reporter alleged discrepant results involving the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. Testing for the patient began on (B)(6) 2011 with a positive hiv result from a rapid test. Subsequent testing with the cap/ctm hiv assay on ((B)(6) 2011 and (B)(6) 2012 generated results of <20 copies/ml. On (B)(6) 2019, another rapid test produced a positive hiv result. On (B)(6) 2019, the patient was started on altripla¿ treatment. On (B)(6) 2019, serology testing with elecsys® hiv combi pt and cmia-ag/ac generated hiv positive results. On (B)(6) 2019, a viral load test using the cap/ctm hiv assay generated a result of <20 copies/ml. On (B)(6) 2019, the s201 mpx assay was performed and generated a negative result. This result was discrepant when compared with previous positive serology and cap/ctm hiv results. On (B)(6) 2019, altripla¿ treatment was suspended due to the negative s201 mpx assay result and the perceived negative interpretation of the cap/ctm hiv assay results, which were consistently <20 copies/ml. The patient¿s cd4 count reportedly remained stable. Additional testing continued into 2020. On (B)(6) 2020, the patient generated another positive hiv result with a rapid test. On (B)(6) 2020, the patient became symptomatic for a respiratory disease and began treatment with clindamycin, prednisone, and acetaminophen. On the same day, an hiv test using the rotor gene 6000 generated non-detectable results.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. A reagent investigation, batch trend analysis, product release and stability review, and internal non-conformance review did not identify any product-related issues contributing to the reported event. The investigation noted that the non-reactive result generated by the s201 mpx assay may be attributed to the viral concentration being near, at, or past the limit of detection (lod) of the assay. This aligns with the cap/ctm hiv assay results of <20 copies/ml, which indicate a low viral load. Wavering results between reactive and non-reactive outcomes can occur under such conditions and are expected. A definitive root cause for the reported event could not be determined based on the available information. The investigation was limited by the unavailability of raw data and the inability to perform additional testing due to pandemic-related restrictions. The customer was advised to store the patient samples appropriately for potential future testing. The device remains in operation at the customer site.